Event description:
It was reported when using the bd pyxis medstation system pocket was failed. The customer reported that they had activated the maintenance mode and after reboot the drawer failed. This failure happened with 3 drawers 5cwmc main drawer 1, 5cwmc main drawer 4 (mini-tray) and 5cwmc srm. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were failed while attempting to gather returns from the return bin. The field service engineer replaced pyxibus cable in main cabinet and tested for functionality in storage space to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.